Event description:
It was reported that a 980 ventilator had a graphical user interface (gui) screen that freezes. Patient involvement is unknown. Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown.